Manufacturer narrative:
H3 other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an aneurysm embolization procedure, the physician used a microcatheter to deliver and deploy the first stent successfully. The same microcatheter was then used to deliver the subject stent but it unexpectedly deployed in the tip of the microcatheter. The subject stent and microcatheter were withdrawn together from the patient. The physician replaced the subject stent with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was badly kinked. The sdw tip was damaged. During functional test the concurrent catheter was flushed and an attempt to advance a 0.0158" patency mandrel was made, the mandrel would not advance. The patency mandrel was inserted distally and the stent exited the catheter hub. The stent was found to be damaged and had procedural fluid present. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with the concurrent catheter. The catheter was found to be intact. The stent was found to be deployed from the sdw and was within the catheter shaft. The sdw was damaged and the stent was found to be deformed. They stent may have been damaged and deployed due to some procedural factors. The reported defect ¿stent deployed prematurely during use¿ as well as the analyzed defects: ¿sdw kinked/bent¿, ¿stent deployed prematurely during use¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an aneurysm embolization procedure, the physician used a microcatheter to deliver and deploy the first stent successfully. The same microcatheter was then used to deliver the subject stent but it unexpectedly deployed in the tip of the microcatheter. The subject stent and microcatheter were withdrawn together from the patient. The physician replaced the subject stent with a new device and continued the procedure without clinical consequences to the patient.